Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to add a code to h6 impact code that was inadvertently left off the last report.

Event description:
It was reported that during a device change out procedure, the insulation on the right atrial (ra) lead was noted to be damaged. The physician was able to repair the insulation using a lead cap and it remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a device change out procedure, the insulation on the right atrial (ra) lead was noted to be damaged. The physician was able to repair the insulation using a lead cap and it remains in service. No adverse patient effects were reported.